Event description:
A report was received in 2003 from a sales representative that a surgeon had reported a memory lens which had opacified. The device was implanted in the patient's right eye in 1999. Opacification of the implanted device was diagnosed in 2001. Visual acuity at 01/2003 exam reported as 20/40 od, despite yag capsulotomy. The surgeon is planning to explant the lens in the near future. No further information is available at this time.